Event description:
Caller tested 1.8 inr and 1.9 inr on the coaguchek xs system while a professional meter returned as 2.6 inr. No treatment info provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6).